Event description:
This is follow up# to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a 62 year old male patient had hernia repair surgery on or about on (B)(6) 2017. During hernia repair surgery, the surgeon implanted a strattice mesh; lot#: sp100416-172; ref#: 1016002p mesh. After surgery, the patient returned to the hospital on or about on (B)(6) 2017 for a revision surgery and additional strattice mesh was implanted; lot#: sp100542-100; ref#: 1016002p mesh. On (B)(6) 2018, the patient underwent an incisional hernia repair and the mesh was removed and replaced with new mesh. On (B)(6) 2019, the patient underwent an incisional hernia repair with strattice; lot#: sp200307-244; ref#: 1535002p mesh. No other information was provided. This record is associated with the first device implanted on (B)(6) 2017, lot: sp100416-172. Although a third lot was reported, there is no event reported after implant date on (B)(6) 2019; therefore no record will be opened for lot: sp200307-244. This is the same event and the same patient reported under MDR#: 1000306051-2023-00107 (abbvie complaint#: (B)(4).

Manufacturer narrative:
Internal investigation into strattice lot: sp100416 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 24 may 2023, of the (B)(4) devices released to finished goods for lot: sp100416, 190 have been distributed with 101 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
It was reported through a legal event that a 62 year old male patient had hernia repair surgery on or about (B)(6)2017. During hernia repair surgery, the surgeon implanted a strattice mesh; lot # sp100416-172; ref # 1016002p mesh. After surgery, the patient returned to the hospital on or about september 18, 2017 for a revision surgery and additional strattice mesh was implanted; lot # sp100542-100; ref # 1016002p mesh. On (B)(6) 2018, the patient underwent an incisional hernia repair and the mesh was removed and replaced with new mesh. On (B)(6) 2019, the patient underwent an incisional hernia repair with strattice; lot # sp200307-244; ref # 1535002p mesh. No other information was provided. This record is associated with the first device implanted on (B)(6) 2017, lot sp100416-172. Although a third lot was reported, there is no event reported after implant date of (B)(6) 2019; therefore no record will be opened for lot sp200307-244. This is the same event and the same patient reported under MDR # 1000306051-2023-00107 abbvie complaint # (B)(4).